Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient came into clinic with pain. X-rays showed stem fracture.